Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-15491. It was reported the pt's ipg site is very painful and uncomfortable. The ipg is located in the pt's buttock area. The pt also states that she stopped using her scs sys about six months ago. The pt states that while participating in a work related physical program she experienced a sudden pain in her back and afterwards the scs sys began to shock her throughout her leg. Afterwards, the pt turned off her scs sys but the leg pain persisted. The pt desires to undergo surgical intervention at a later date to remove her scs sys.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.